Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381433, lot number 3270877 and lot number 3268835. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. An additional lot number was provided in this complaint for material number 381433. Lot # 3268835 manufacturing date 09/27/2023 expiration date 08/31/2026.

Event description:
It was reported that two bd insyte autoguard pnk 20ga x 1.0ins experienced a retraction failure. The following information was provided by the initial reporter: needle gets stuck and won¿t thread through catheter and difficult to retract/advance back into it. Additional information received: 02/12/2024. "Product issue was noted with patient use just prior to sticking patient. I always make sure the catheter is free prior to sticking. No patient harm."